Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 469 mg/dl. The customer¿s blood glucose came down to 359 mg/dl then the customer had experienced bad affects, bad breathing and vision was a mess. The customer's blood glucose was 465 mg/dl. The customer treated with insulin pump. The customer's current blood glucose was 148 mg/dl. The product was not returned for analysis.